Event description:
It was reported that the patient complained of a "burning in the pocket" and it was suspect of a right ventricular lead performance issue as there was a rise in lead impedance and threshold. It was noted that the lead continued to function normally. The lead remains in use and the patient is returning to the clinic in several weeks for further evaluation. It was further reported that the rv lead had high impedance, thresholds, and no capture. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained of a "burning in the pocket" and it was suspect of a right ventricular lead performance issue as there was a rise in lead impedance and threshold. It was noted that the lead continued to function normally. The lead remains in use and the patient is returning to the clinic in several weeks for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.